Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported the customer's pump case clip became loose. Subsequently, the pump case fell, causing intermittent infusion sets to be pulled out. The customer loaded new supplies and resumed insulin delivery. Customer's blood glucose (bg) was 500 mg/dl. A manual insulin injection was used to address bg.